Event description:
It was reported via repair work order that the motion interrupt pan was hanging down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler could not be lower due to broken fowler weldment and also motion interrupt pan was hanging down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as further investigation determined that fowler was unable to rise completely and the fowler angle was inaccurate due to a broken weld on the fowler. This will result in caregiver annoyance since fowler was unable to raise. Additionally, it is not likely to harm the patient as that is the desired position for CPR administration if required a caregiver and fowler angle was inaccurate would result in user annoyance as the bed angle reading is used for reference only and it was reported that no bed functions were affected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.